Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Data was extracted from the returned sensor using approved software. The sensor was found to be in sensor state 3 (paired state) with an insertion failure. Performed visual inspection on sensor plug assembly, observed a crack in the sensor neck which is indicative of an insertion failure. Simvivo test (simulation of the electrical signal produced by the sensor tail) was performed and the results were within specification. The passing of all tests during the investigation indicates that the cracked sensor neck that is present did not impact the sensor¿s ability to generate an accurate glucose reading. In addition, sensor state 3 indicates that the sensor is still in an activated state. The cracked sensor neck observed during investigation occurred post-wear. This issue likely occurred due to the movement of the used sensor during shipment back to adc for investigation, therefore issue is not confirmed. No malfunction or product deficiency was identified. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Device history reviews for the libre sensor and sensor kit indicated by the serial number provided by the customer. The dhrs showed the unit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which it was reported a customer received a "replace sensor" message on the adc device and was unable to obtain readings. Customer was able to be contacted and stated that as a result, customer experienced dizziness a third-party treatment of juice was reported. No further details were provided. There was no report of death or permanent impairment associated with this event.